Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise signals while the patient was riding an electric scooter. The smart pass was deactivated. The physician reprogrammed the vector successfully, the smart pass has been re enabled and the detection time has been extended. This s-ICD remains in service. No adverse patient effects were reported.